Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarm during testing was noted. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. She was advised to call back when the alarm occurred. The customer called again, reporting that the no delivery recurred after the troubleshoot procedure was complete. The customer did not know the blood glucose reading. She declined to troubleshoot again for recurring alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.